Event description:
This is a spontaneous report from a consumer in the (B)(6) of gut internal and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer services, the following was reported. On an unreported date, the patient had a gastrointestinal disorder. On an unknown date, the patient was diagnosed with peritonitis. Treatment was not reported. The patient was recovering from the event of peritonitis. The outcome for the gastrointestinal disorder was not reported. An opinion of causality was not reported for the event of peritonitis. The nurse was contacted, but declined to provide any information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd890533, gd889501 and gd889477 and no exceptions were observed that were related to the reported condition. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.